Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). Occupation is lay user/patient. The test strips were requested for investigation. One test strip was returned for investigation. The returned test strip was measured on a reference meter with a high level control sample: specified target range 2.7- 3.3 inr. Three tests were performed: one with the returned test strip and two with retention test strips: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. All inr values were within the specified target ranges. No error messages occurred. The returned material and retention material comply with the specification. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received a report of a discrepant high inr result between a coaguchek inrange meter with an unspecified serial number and an unknown laboratory method. The result from the meter was 3.7 inr. The result from the laboratory was 2.8 inr. The patient¿s therapeutic range is 2.5 ¿ 3.0.